Manufacturer narrative:
The device was received for evaluation. During functional testing, an persistent close door alert was not reproduced do to a system error 105. A review of the event history log revealed multiple 'shut door - power off'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined . No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a persistent close door alert during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.